Manufacturer narrative:
Initial and final MDR (B)(4) MDR 3003442380-2024-10196 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the two infusion was fell off during use and infusion set is long for 1.5-2days. No further information available.